Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had positional ventricular tachycardia (vt) and there was concern for suction. Log review showed all pulsatility index (pi) events. Patient was aware of the vt but not symptomatic. The vt was not considered to be device related. The patient was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of positional ventricular tachycardia with concern for suction could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The account communicated that the patient was having positional ventricular tachycardia, and there was a concern for suction. The patient was aware of the ventricular tachycardia but was not symptomatic. Evaluation of the submitted log files revealed that the pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the data. The controller event log file captured motor power ranging between 3.9 and 4.9 w, calculated flow ranging between 4.3 and 5.5 lpm, and calculated pi ranging between 1.9 and 9.8. A total of 124 pi events were observed throughout the approximately 12 hours of data. It was later reported that the ventricular tachycardia was not considered to be device-related. The cause of the pi events was not known, and it was not known whether the pi events resolved. The patient was discharged home and the plan of care was routine outpatient follow up. The patient remains ongoing on (B)(6), and no further issues have been reported at this time. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.